Event description:
The customer reported to olympus their evis exera iii video system center has no image when connected. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
While troubleshooting the customer informed the service center representative when the working element is passed down the instrument channel of the scope and energized the monitor image goes black and further stated he verified the issue by trying multiple carts in the same location and they are working as intended. He also confirmed he swapped out the cables on the cart with known good cables which was unsuccessful. The service center rep advised the customer to ensure all cables are separated and that a medical grade transformer isolator could be installed in the circuit path. The customer requested a field service engineer (fse) be dispatched while customer continues to troubleshoot to isolate the issue. The service center rep informed the customer to send the cv and the clv-190 into the repair depot for service. Service center was later informed the issue was resolved and no longer needed fse or repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.